Event description:
The pt reportedly experienced loss of lock between the external equipment and the cochlear implant. External equipment was exchanged. Testing confirmed that the pt's device was not functional. Device revision surgery will be scheduled.